Manufacturer narrative:
One used list #unknown, baxter 100 ml intravenous infusion sodium chloride 0.9% intravenous bag; lot #unknown, one used. List #140019290, primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm; lot #4949183 and one used. Manufacturer unknown, drip chamber and tubing extension; lot #unknown were received for evaluation on march 24th, 2021. The set was visually inspected and stains/particles were found on the drip chamber. No other stains or particles were found anywhere else along the set. The larger particles were found to be larger than or equal to 0.80mm^2 when compared to the size estimation chart. The combined area of these particles far exceeds the allowable surface area of embedded or attached foreign material. The drip chamber was disassembled and the particles were found to be embedded in the drip chamber wall, not in the fluid path. The reported complaint of particulate in the fluid path cannot be confirmed, however material was confirmed to be embedded in the wall of the drip chamber. The most probable cause is burnt material embedded during the molding process from a third party vendor. While the device fails visual inspection, the embedded material is not in the fluid path, and does not affect the functionality of the device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, but is yet to be received.

Event description:
The event occurred on an unspecified date involving a primary plum set. It was reported that when the set was removed from packaging and lined with saline, it was noted that 2 marks were observed to be stuck to the chamber wall. There was no patient involvement, and no harm was reported as consequence of this event.